Event description:
It was reported, the ceramic tip on the rigid endoscope sheath was loose. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. (Missing narrative: the issue occurred during reprocessing after the procedure, and it was finished with the same device. There were no reports of patient involvement and delay.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 23 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint ceramic tip loose was confirmed. Based on the results of the investigation, it is likely that damage to the ceramic beak of the sheath was caused by thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The following is included in the instructions for use (IFU): the IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches, ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing after the procedure, and it was finished with the same device. There were no reports of patient involvement and delay.